Manufacturer narrative:
During implant surgery, the device was reportedly partially inserted due to ossification. External visual inspection revealed slices on the electrode which also cut a few electrode wires prior to receipt, and missing contact pad at one electrode. This is believed to have occurred during explant surgery. The photographic imaging inspection revealed cut electrode wires. This is believed to have occurred during explant surgery system lock was verified. The electrode condition caused open values on several electrical tests the device passed several of the electrical tests performed. This is an interim report.

Event description:
The company was made aware that the recipient's electrode array was out of the cochlea. The recipient experienced poor performance with use of the device. The recipient was explanted and implanted with another cochlear implant in the contralateral ear.